Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm on (B)(6) 2018, it was reported that the patient had a post operative procedure for an occlusion due to atherosclerotic & right hypogastric disease. The implant of the ovation ix was completed without difficulty. Post operatively, the physician reported that the patient was brought back in to drain his spinal fluid in response to paraplegia during recovery. The physician stated that this was not a result of a device deficiency.